Event description:
It was reported during a transabdominal laparoscopic hernia repair the surgeon fired the eas stapler and it ejected staples without forming them. He opened a second device and the staples jammed. A third device was opened and it also jammed. A fourth device was opened to complete the procedure. All of these events did lead to a longer operation time. There was no consequence to the patient.